Manufacturer narrative:
The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus strategic area manager reported the customer oes elite high-definition autoclavable rigid telescope has a report of a broken component at the plan glass at the outer tube of the telescope, ¿damaged lens¿. The customer reported problem was found at preparation for use. No death or injury and no impact to patient or other was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. Although the device was not returned, based on the customer's description, it is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.